Event description:
It was reported every electrode combination on the lead using electrode 7 showed impedances greater than 3,600 ohms. Electrode 7 was not used in programming. All other impedances were within 'normal range.' Therapy impedances were not measured. It was indicated that impedances were tested because the patient needed an MRI for a different medical condition. Three days later, it was reported the device was working for the patient. It was unclear which particular lead within the system had the impedance issues. It was noted the MRI was needed for the patient's increase in headaches. The MRI was not completed because the patient was in 'too much pain.' A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot# v095381, implanted: (B)(6) 2009, product type lead; product ID 3888-33, lot# v162256, implanted: (B)(6) 2009, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-39, lot# n179717, implanted: (B)(6) 2009, product type accessory. (B)(4).